Event description:
A homecare services representative sent an email notification of a complaint on behalf of customer to corporate product surveillance on (B)(6) 2012. A customer reported there was something black in the line. Product surveillance contacted the home patient (hp) regarding the reported event. The hp discarded the cassette with the particulate matter in it. The hp explained she had enough supplies to perform therapy and that there were no adverse events as a result. The hp advised that she was able to resume therapy successfully with new supplies. Per the hp, therapy was going well. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). As the lot number is known, a batch review will be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for black particulate matter in the line was not confirmed. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined. Per the customer the sample was discarded, therefore no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.